Event description:
The device was used during a bankhart procedure. Reportedly, the suture broke. The surgeon drilled out the anchor and applied another device to complete the procedure. The hospital has reported no pt injury occurred.